Manufacturer narrative:
Exemption number e2019001. Visual and functional inspections were performed on the returned device. The deployment failure was confirmed. Additional observations noticed that the inner member braid was separated proximal to the tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined the reported difficulty to deploy appears to be related to circumstances of the procedure as it is likely the device found difficulties that can be affected by patient anatomical morphology and/or disease state. Although a cause for the inner member braiding separation could not be determined, this type of damage may occur if the distal shaft is bent or restricted in the anatomy preventing movement of the inner member within the shaft. There is no clear indication of product quality issues with respect to manufacture, design or labeling.

Event description:
It was reported that pre-dilatation was performed with an unspecified 6x120mm balloon catheter at 16 atmospheres over the full length of the lesion. A 5.5x200mm supera self-expanding stent system (sess) was advanced over a command 18 guide wire; however, the sess failed to deploy. The sess was removed under fluoroscopy. The procedure was successfully completed with the same guide wire and a new 5.5x200mm supera sess. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The device return status identified that there was an inner member braid separated inside the shaft 63cm proximal to the tip.